Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va24a59, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient fell last night and tore out his lead. The patient went to the emergency room and he was worried that something is left up in there and was questioning it. It was recommended that they follow up with their healthcare professional. Additional information was received from a health care professional. It was reported that the lead migrated and the percutaneous extension were damaged. The cause was due to the fall accident. A lead revision was in place on (B)(6) 2020. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.